Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported controller issue. Patient said they last charged their implant March this year and had trouble charging it every night. Patient said it would take them more than 5 hours to charge their implant battery. Patient reported seeing "No device found" screen message and it won't allow them to charge their implant at all. Patient said they had tried resetting their controller and cleaning the controller and recharger pins and it didn't fix the issue. Agent had the patient to enter passive recharge mode where patient had been going through positioning the recharger over the implant and no device found screen kept showing. Patient also saw the "Software Problem" with 1. Intellis 2. 3.6 3. 1546 4. At manager. Agent asked the patient to reset the controller and had patient to check if there was any visible damage on the recharger, patient confirmed there was no damage. Agent walked the patient through passive recharge mode again and had patient to put the recharger over the relay box. Patient said they saw 30-30-100 and agent asked the patient to put the paddle on their back and patient said they got 0-83-0. Agent had the patient to reposition the recharger until patient got the good recharge quality. Patient said that was where they were having trouble because it wont hold the good charging increment. Patient confirmed seeing 100% battery charge for their controller and their implant battery was red with red triangle. Patient also said they went from good and excellent charging to poor charging quality as it wont stay charging. During call, agent had patient to reposition again until an excellent charging has been found and maintained. Agent advised the patient to keep charging their implant until full. Patient also said they've heard about the nonchargeable implant and showed interest on getting one, agent reviewed and redirected patient to their healthcare provider (HCP) to inquire about the nonchargeable implant and inform their HCP about the rapid depletion of their implant battery. A request was sent to repair for recharger replacement

Manufacturer narrative:
B5 updated Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.